Event description:
Caller reported a cartridge alarm 31. Blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in loading a new cartridge following the correct procedure, successfully resumed insulin therapy, and no previous alarms with this serial number had been reported.